Event description:
Information received by medtronic indicated that the insulin pump had reprogram alarm. Customer reported they were able to clear the alarm. Harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit received a21 alarmed after battery change and resets time/date to factory default. Pump passed the displacement test, self test, and failed a21 alarm test. No unexpected reprogram alarm/check settings alarm during testing noted. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. Swapping out test boards confirms a21 alarmed and problem isolated to interface board. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The test reservoir locked in place properly and no anomaly noted. Unit had cracked reservoir tube lip, stained address/serial number label, stained end cap sticker. No unexpected reprogram alarm/check settings alarm during testing noted. Unit alarmed a21 after new battery installed is isolated to interface board was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to narrative has been updated and provided in the b5 section of this report.

Event description:
It was reported that the alarm did not occur during the first rewind. Customer stated that the alarm occurred after setting the time and date on the insulin pump before the pump was rewound for the first time. Customer also stated that check settings alarm had followed another alarm. Troubleshooting was performed. The insulin pump was returned for analysis.